Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: tibial augment cemented half block left medial size cd 5 mm thickness catalog # 42555803305 lot # 65042326; stem extension straight splined uncemented 14 mm diameter +135 mm length catalog # 42560113514 lot # 65003610; femur cemented standard left size 7 catalog # 42504606201 lot # 65046029; femoral distal augment cemented size 7, 7+ 10 mm thickness catalog # 42556606210 lot # 65003394; femoral posterior augment cemented size 7, 7+ 10 mm thickness catalog # 42556806210 lot # 65102601; femoral distal augment cemented size 7, 7+ 10 mm thickness catalog # 42556606210 lot # 65076842; tibia fixed cemented left size d stem extension use required catalog # 42542006701 lot # 65488527; tibial augment cemented half block left lateral size cd 5 mm thickness catalog # 42555803105 lot # 65003438; stem extension straight splined uncemented 16 mm diameter +135 mm length catalog # 42560113516 lot # 64911526; all-poly patella cemented 35 mm diameter catalog # 42540200035 lot # 66296662; copal g + c bone cement x2 catalog # 66041214 lot # 66541282; allovance crunch allograft catalog # unk lot # unk. G2: australia. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient dislocated due to deep flexion, three weeks post implantation. Articular surface prosthesis was revised to a more constrained liner to correct instability. No more information is available.